Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty, and a backup insulin pump was used to ensure continuous insulin delivery.